Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.event site name: (B)(6). Event site telephone: (B)(6). Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated and also confirmed by photographic evidence that headlight's handle locking pin was out which could have led to handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated and also confirmed by photographic evidence that locking pin, which is part of the surgical light handle¿s locking mechanism fell off from the handle which could have lead to handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, device has been repaired and released for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the pin falling off from the handle. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of handle detachment on powerled and hled surgical lights there was no serious injury or worse reported. Comparing the number of claimed devices to the number of sold devices worldwide, we can state, that the failure ratio of the handle detachment is low. Root cause analysis was performed by subject matter expert at the manufacturing site. The sme stated that the locking mechanism fell off from the handle due to mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. As an effect of received results, the modification has been applied in our production line since 09th november 2017. The affected device which contributed to the malfunction investigated herein was manufactured on 13th march 2017, therefore, the second cause is considered as the most possible scenario. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 21st august, 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated and also confirmed by photographic evidence that headlight's handle locking pin was out which could have lead to handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 21st august 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated and also confirmed by photographic evidence that locking pin, which is part of the surgical light handle¿s locking mechanism fell off from the handle which could have led to handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 21st august 2023, getinge became aware of an issue with one of surgical lights - hled. It was stated and also confirmed by photographic evidence that locking pin, which is part of the surgical light handle¿s locking mechanism fell off from the handle which could have led to handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.